Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the ins has died and the patient could not get the ins to recharge since asked unknown event date. It was recommended the patient follow up with their healthcare provider to check for overdischarge. No symptoms were reported.